Manufacturer narrative:
This report is submitted on september 12, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018 and the patient was administered oral and topical antibiotics. The patient was not reimplanted with a new device as of the date of this report.